Event description:
Additional information received from the customer stated that nothing fell into the patient cavity. The procedure was a gynecological laparoscopy procedure. The procedure was delayed by 20 minutes while the patient was under general anesthesia. No harm occurred to the patient. No error codes or additional devices were noted.

Manufacturer narrative:
Updated fields: b5, d4, d8, d9, g1, h4, h6 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, the probe was broken at 16.2 millimeters (mm) from its distal end, and the broken probe tip was not returned. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was deformed. A root cause could not be identified. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: 1. Because seal & cut output was performed while thick hard tissue was gripped at the gripping tip, the probe and tissue pad came into contact at the rear end of the gripping section, causing the tissue pad to wear. 2. As the tissue pad was worn, the probe came into contact with the non-insulating part of the gripping section. 3. Scratches were caused due to output while the probe was in contact with the non-insulating part of the gripping section. 4. The probe was subjected to the load of seal & cut or tissue gripping, and cracks occurred starting from the scratches. In addition, abnormal probe breakage occurred. 5. Since the probe was output with cracks, the error could not be canceled, and it was determined that output could not be performed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had a part fall off during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction h7, h9.